Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in the sfa the pta balloon allegedly ruptured circumferentially at nominal pressure. It was further reported that the distal tip of the balloon detached from the balloon catheter. The balloon catheter was removed from the patient with difficulty through the sheath and a snare device was used in the original access site to capture the detached segment. Another balloon was loaded over the same guidewire to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 6mm x 40mm balloon. The four returned segments were examined under microscopic magnification. Two balloon segments were returned detached from the catheter, measuring 0.6cm and 1.1cm in length. Approximately 1.8cm of the distal end of the balloon remained attached to the catheter. The proximal portion of the balloon that is still attached to the catheter is slightly bunched in appearance. The inner guidewire lumen is also bunched in appearance. The detached catheter segment containing the balloon measured 53.1cm in length. The edges of the catheter detachment were jagged in appearance. Both marker bands were present on the returned catheter. Functional/performance evaluation: no functional testing could be performed due to the condition in which the sample was returned (i.e. Balloon detachment). Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a complete circumferential balloon rupture, balloon detachment, and catheter detachment based upon the condition in which the sample was received. The investigation is inconclusive for sheath related retraction issues, as the sample was returned in poor condition and functional testing could not be performed. The balloon rupture likely contributed to the retraction issues along with the balloon detachment. It is unclear if patient and/or procedural issues contributed to the event. However, based upon the available information the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath/guide catheter, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the introducer sheath/guide catheter and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter as a single unit. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. Potential adverse reactions: additional intervention (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.